Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: d1, g4, h4, UDI: the product code is unknown. Therefore, the brand name, catalog number, gtin, manufacturing location, 510k classification, and the manufacture date are unknown, therefore the UDI cannot be completed. D10: concomitant med products and therapy dates: electric pen drive device, sagittal saw attachment device, seal nipple for cables device, drill attcahment device, hand switch for electric pen drive device and cable to console for epd device, 1/1/2023. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from australia that during an unspecified surgical procedure, the electric pen device was turned on, tested and ready for surgery, rested on the top of the draped patient and when the surgeon went to use to the device while attached to the reciprocating saw attachment device he noticed it had melted through some of the drapes on top of the patient. It was reported that when the surgeon picked up the electric pen drive device, the entire epen handpiece including attachment was very hot to touch, as if it was about to catch fire, there was smoke but no flame. According to the reporter, the electric pen device was immediately turned off, and not used again. It was reported that there was a five minute delay to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Report 2 of 2 for (B)(4).